Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens has requested the data files to investigate this event. The cause for this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results when run on three different rl 1265 analyzers and another siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens investigator states that many files have been provided and uploaded, however they are either from a day other than the day of the event or the file shows as being only 1kb. Unfortunately there is not sufficient/pertinent data for r&d to review to provide a root cause of this discrepancy. Proper sampling and thorough mixing is very important for accurate thb results. To appropriately mix red blood cells, whole blood specimens need to be mixed in several planes (rolling back-and-forth and circular top-over-bottom and/or figure-8 style).